Manufacturer narrative:
Correction: lot number corrected which led to the addition of the expiration date/date of manufacture. Event date also corrected based on the medwatch. Related report number added. Investigation results: the complaint that the needle did not fully retract could not be confirmed from the photographs that were provided for investigation. The photo showed fully retracted needles. Although the photographs and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
Material: 382544 batch#: 20240201 it was reported that the bd insyte autog bc grn 18ga x 1.16in had a needle retraction failure. The following information was provided by the initial reporter: ed (emergency department) - initiating IV for infusion. 18 ga bd insyte autoguard needle did not retract all the way pm [date redacted]. Product number - 382544 lot number - 20240201.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.